Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving baclofen (160 mcg/ml at 31.24 mcg/day), clonidine (600 mcg/ml at 117.15 mcg/day), and dilaudid (12 mg/ml at 2.343 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that ever since the pump was replaced, the patient had been overdosing. The patient had gone to the ER (emergency room) about a day after the replacement with low oxygen levels and an altered mental status. At that time, the pump was programmed to minimum rate. Additional information was received on (B)(6) 2021 and it was reported that recently the facility had the dose increased to 6 mg/day dilaudid, then down to 3.124 and now today it was decreased 25% more down to 2.342 mg/day. Per the reporter, the patient was being managed by the inpatient team. The patient had a CT scan to determine why he was having the symptoms, but another implanted device was restricting the patient¿s ability to have an MRI.